Manufacturer narrative:
K160229 - 510 k #. Device evaluation: 2 units of echo-hd-22-ebus-p device of lot number c1724919 involved in this complaint was returned for evaluation, with the original packaging under pr (B)(4). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 16 sept 2020. A proximal kink below the sheath extender was observed on both devices returned. Clarification form cirl eng was requested as following; ¿in relation to the mail below a lab evaluation was carried out yesterday where a proximal kink was observed in both needles which I believe would be the root cause of the stylet insertion issue. Therefore, I do not think that the stylet partially removed when advancing into target site (q.20) can be linked to the complaint issue and a sperate pr will need to be opened for this user error issue. Would you agree with this?¿ reply was received as follows; ¿I agree with opening a separate complaint¿. As a result pr (B)(4) was opened to investigate user error-stylet not in place when advancing into target site which this file will investigate. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1724919 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1724919. The notes section of the instructions for use, ifu0060-4 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-4). This will be investigated under this file pr (B)(4). Root cause review: a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"User error-stylet partially removed when advancing into the targeted site" as detailed in q.20 of the additional questions ( was the stylet partially removed when advancing into the target site? Yes). This would not have any link with the complaint description detailed in (B)(4). Date aware of the new pr is 17 sept 2020 as this was the date of the clarification from engineering. The needles stopped working after two passes into the node. (B)(6) will call into the hospital next week to confirm / collect. "As per complaint form": unable to pass stylet into the needle after a couple of passes. Dr (B)(6) (lead consultant) believes blood may be clotting in the needle in between passes preventing reinsertion of the stylet. Also, one needle appears kinked at the proximal end close to the hub which may be preventing reinsertion of the stylet.